Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer information: 2135147-2018-00104, 3008452825-2018-00345. During a left atrial appendage occlusion procedure, a cardiac perforation occurred. While obtaining transseptal access, the puncture was more anterior on the septal wall than usual. The sheath entered the ascending aorta, which was viewed on intracardiac echocardiography. The patient was transferred to the operating room for surgical repair of the perforation, as well as the left atrial appendage. The patient remained in stable condition. There were no performance issues with any abbott devices.